Event description:
An endurant stent graft limb was implanted in the patient during an endovascular treatment. It was reported that during the index procedure and after the endurant stent graft limb was implanted the endurant stent graft limb was observed to be shorter than the expected standard length. The physician elected to implant an additional stent graft to extend the coverage length and the procedure was completed successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via communication. The stent graft was approximately 1.2 cm shorter than expected. The physician believed the cause of the event to be due to the patient anatomy that was a little bit tortuous and due to the device.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.